Manufacturer narrative:
(B)(4). [Repeated surgical procedure] and [myocardial infarction (mi)]. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a colectomy procedure, the staples would not hold. The patient was operated for a colectomy on (B)(6), 2011. The surgeon didn't feel any difficulty during the procedure. Within 48 hours after surgery, the patient had a heart attack (no causal link with the original procedure according to the surgeon); the patient was placed under surveillance in the right unit. Within three days, following a rise in temperature, a scan was performed which revealed nothing abnormal. The patient then made a septic shock and was reoperated on urgently. The surgeon noted disunion of the anastomosis on 1 cm at the posterior. Therefore, he removed the anastomosis and has established a colostomy. The patient left the intensive care unit on (B)(6) 2011. At the last news, the patient is well. One device discarded.